Event description:
A physician reported treating a pt in the upper forehead area usng an "adg" needle. During the treatment, the collagen material leaked around the hub of the syringe and splattered on the pt's face and the physician's glasses. No collagen splattered in the either the pt's or physician's eye. There was no injury. The needle did not disengage. No medical or surgical intervention was required. The treatment was completed without event using another syringe.